Manufacturer narrative:
Field corrected to include both adverse event and product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead. Product ID neu_unknown_lead, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient had a negative experience with dbs. The patient had their ins replaced and a lead broke and therefore also needed to be replaced. After the surgery, they discovered that the other lead needed to be replaced as well and they had to undergo another surgery. After the second surgery, they discovered that the ins was faulty and needed to be replaced, resulting in the patient needing 3 surgeries in one month. It was noted they were very happy with the results of the therapy. No patient symptoms or further complications were reported as a result of this event.